Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review summary: a patient with a history of deep vein thrombosis with pulmonary emboli was scheduled for placement of a vena cava filter. The right common femoral vein was accessed and a filter was deployed. Approximately three years five months post filter deployment, the patient presented with bilateral lower extremity pain, swelling, and leg heaviness. Bilateral lower extremity venogram and inferior vena cavogram were performed demonstrating thrombus from the common femoral vein on each side proximally through the inferior vena cava filter up to the level of the renal veins.approximately seven days post plasminogen activator administration; the patient was scheduled for a filter retrieval procedure. Venogram was performed demonstrating that the filter head had embedded in the inferior vena cava wall. Multiple attempts were then made to snare the filter using goose-neck snaring and another snare device, but were unsuccessful and it was decided to keep the filter in place. Since the filter could not be removed, it was elected to pin the filter against the side of the vena cava wall. The filter was stented to the vena cava with a stent device. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three years five months post filter deployment, a bilateral lower extremity venogram and inferior vena cavogram were performed demonstrating thrombus from the common femoral vein on each side proximally through the inferior vena cava filter up to the level of the renal veins. Approximately seven days post plasminogen activator administration; the patient was scheduled for a filter retrieval procedure. Venogram was performed demonstrating that the filter head had embedded in the inferior vena cava wall. Multiple attempts were then made to snare the filter using goose-neck snaring and another snare device, but were unsuccessful. Since the filter could not be removed, it was elected to pin the filter against the side of the vena cava wall. The filter was stented to the vena cava with a stent device. Therefore, based on the provided medical records the investigation is confirmed for occlusion within the filter and difficulties removing the filter. The investigation is inconclusive for the alleged tilt and material deformation, as it is unknown if the alleged crush filter was due to the stenting of filter to the vena cava wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. - filter malposition- filter tilt - caval thrombosis/occlusion. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc. Additionally, the filter was allegedly crushed and the patient allegedly experienced iliocaval thrombus. The filter was not removed after an attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury.